Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a blank screen; this condition had the potential to interrupt delivery. This condition was found when the pump was discovered in a closet. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The customer reported condition of a blank screen was confirmed by service. The cause of the reported condition was determined to be a damaged main display. The main display was replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).